Event description:
It was reported that the 9800 system x-ray tube is not working. It was also reported that a low ma and communication errors were noted along with poor image quality. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction verified. Replaced the system interface pcb, camera ccd, backplane pcb and system pcb. The system was tested and found to be working as intended and placed back into service.